Event description:
The customer states that qc has been trending for all levels for the rbc, wbc, mcv, hgb, mch, mchc and plt parameters when using a cell-dyn 1700 analyzer. Results were questioned by a medical practitioner but no impact to patient management was reported. No patient or qc data was provided. Service was dispatched to the customer site.

Manufacturer narrative:
Investigation summary: samples were tested by a reference lab and results confirmed a discrepant. No data was available for review. Customer declined to troubleshoot and requested service. The lab indicated that qc has bene out of range at times. No data provided. No patients were run unless qc was in range. Customer technical advocate (cta) verified that the correct diluent and lyse reagents were installed and the lyse cap was intact. A field service representative (fsr) visited in 2007, and found the hgb flow cell was out of specification. The hgb flow cell assembly was replaced. The fsr verified the resolution by checking the hgb reference voltage was within specification and the qc and precision were in range. The cell-dyn 1700 system operator's manual (03h58-01, rev d) provides instructions on the use of controls and x-b analysis. (Section 11: quality control). Section 10 (troubleshooting and diagnostics) provides a troubleshooting guide and contact numbers for assistance (pages 10-9, 10-10). The sources of abnormal or erratic hgb, mcg and/or mchc may be the condition of the flow cell or the sample quality [(lipemic)] or electrical circuitry (page 10-13). The sources for x-b data out for mch and /or mchc may be the condition of the hgb flow cell or amount/timing of lyse reagent (page 10-27). Trending: a review of complaint reports, for the period of seven months in 2007, did not indicate any adverse trend for cell-dyn 1700, list base 03h53-01, for issues with qc trending on all levels. Labeling: th event is addressed in the cell-dyn 1700 system operator's manual, 03h58-01, rev d: section 10: troubleshooting and diagnostics: troubleshooting: overview (p. 10-9); obtaining technical assistance (p. 10-10); index of error messages and conditions (p. 10-11). Troubleshooting guide: x-b data are out for mcg and/or mcg (p.27), abnormal or erratic hgb, mch, and/or mchc results: (p. 10-13), qc specimen results exceed acceptable limits (p.10-24) section 11: quality control. Conclusion: service was dispatched to the customer site. A malfunctioning hemoglobin flow cell was replaced to resolve the issue. Performance tests were performed and verified acceptable. No impact to patient management was reported. This is the final report.